Event description:
The customer reported that two telemetry patients were admitted to the same bed in error, which resulted in the central station to continuously switch between the two patients in the zone. The customer stated that during this time neither patient could be effectively monitored. The spacelabs technical support representative verified the reported issue and was able to resolve the problem by manually discharging the incorrect bed. The cause of the reported issue was due to multiple patients being admitted to the same room in error.